Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker. The unit passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted. The unit functioned properly. The motor was tested outside the device and passed the test.

Event description:
It was reported that the act button on the insulin pump is not working and the screen on the insulin pump is frozen. Customer's blood glucose level at the time 259 mg/dl. Advised insulin pump would be replaced. No additional information was provided.